Manufacturer narrative:
(B)(4). The reported complaint was confirmed. The fsr verified the position of alarm volume control still there was no audible tone for either. The fsr discussed the issue with the customer, they are declining repairs of this reported issue due to the fact that they do not monitor arterial pressure with this device on any of their five 8k perfusion systems, and only use it for temperature monitoring. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, while testing the high alert and alarm arterial pressure settings, he found there were visual but no audible tones for alert/alarm with the arterial monitor. There was no patient involvement.